Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the vasoview hemopro 2 worked for approximately 10 seconds and when the pa went to use the device again it did not work at all. They tried unplugging and plugging back in the port, but the device still did not work. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop. (B)(4).